Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, significant chord under septal leaflet, enlarged atrium. A triclip xtw was inserted and was successfully deployed on the tricuspid valve. A triclip xt (50203r1127) was then prepared per the instructions for use (IFU) and inserted. However, interaction with chord under the septal leaflet occurred, and difficulties grasping the leaflets occurred. After successfully grasping the leaflets, the tr was unable to be satisfactorily reduced. Therefore, a decision was made to remove the clip. However, upon ungrasping the leaflets, a chordal rupture was observed. The xt was removed from the patient. A triclip xtw (50129r1080) was then prepared per instructions for use (IFU) and inserted and advanced to the right ventricle. However, after going into the ventricle, the clip became caught in septal chordae. The chords appeared to be behind the gripper. Troubleshooting was performed to remove the clip from chordae, but the clip could not be freed. It was noted that it was also not possible for the clip to reach the lateral leaflet due to the clip caught in chordae. The clip was deployed in chordae, on one leaflet (septal) only. The procedure was discontinued, and the tr was reduced to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip entangled in chordae during positioning/chords appeared to be behind the gripper). The reported foreign body in patient is a cascading event of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.